Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed false repeat reactive architect hbsag qualitative ii and positive architect hbsag qualitative confirmatory results generated for patient samples. The following data was provided (customer¿s reference range <1.0 s/co non-reactive, > 1.0 s/co reactive): sid (B)(6): hbsag qualitative ii initial result = 41.5 s/co repeat results = 1.27, 1.29 s/co hbsagquac2 = 0.81 s/co hbsag qual %n: 105.7915 sid (B)(6): hbsag qualitative ii initial result = 234.61 s/co repeat results = 9.91, 9.79 s/co hbsagquac2 = 6.19 s/co hbsag qual %n = 100.2789 sid (B)(6): hbsag qualitative ii initial result = 20.42 s/co repeat results = 1.71, 2.35 s/co hbsagquac2 = 1.82 s/co hbsag qual %n = 102.53 no impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the instrument, performed multiple troubleshooting procedures including part replacement but was unable to identify a single definitive cause of the discrepant results, and the architect i2000sr, serial number (B)(6) was considered the likely cause of the discrepant results. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the product monitoring review scorecard for alinity/architect ia found no trends of the architect system with regards to the current issue. A review of historical data found no non-conformances related to the current complaint. A review of tracking and trending did not identify any trends. Labeling was reviewed and provides adequate information regarding the troubleshooting of the observed issue erratic/discrepant results. Based the investigation, no systemic issue or deficiency of the archititect i2000sr, serial number (B)(6), was identified.

Event description:
The customer observed false repeat reactive architect hbsag qualitative ii and positive architect hbsag qualitative confirmatory results generated for patient samples. The following data was provided (customer¿s reference range <1.0 s/co non-reactive, > 1.0 s/co reactive): sid (B)(6): hbsag qualitative ii initial result = 41.5 s/co repeat results = 1.27, 1.29 s/co. Hbsagquac2 = 0.81 s/co. Hbsag qual %n: 105.7915. Sid (B)(6): hbsag qualitative ii initial result = 234.61 s/co repeat results = 9.91, 9.79 s/co hbsagquac2 = 6.19 s/co hbsag qual %n = 100.2789. Sid (B)(6): hbsag qualitative ii initial result = 20.42 s/co repeat results = 1.71, 2.35 s/co. Hbsagquac2 = 1.82 s/co hbsag qual %n = 102.53 no impact to patient management was reported.